Event description:
Customer complained about having high difference between the sensor glucose and blood glucose readings. Customer stated that he has been receiving multiple low and high glucose alerts. During troubleshoot; glucose readings showed a blood glucose value of 150 mg/dl and sensor glucose value 143 mg/dl with difference percentage of 4.7%. Customer reported he had three boxes of sensors soon to expire on (B)(6) 2014; customer was advised to discard sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.